Event description:
It was reported by the provider that the chair was only used for 2 days when they were notified the chair wheels were rubbing the frame. No report of patient injury, no additional information provided.